Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 115mg/dl and the sensor glucose was 77 mg/dl at the time of the incident. The customer reported that she was having trouble with her pump. It said she was low, 85mg/dl and when she took her blood glucose it was 140mg/dl. The customer reported that it woke her up early in the morning saying she had diabetes. It said 73mg/dl but when she checked it was 115mg/dl. It said sensor glucose was 272mg/dl and she was 115mg/dl. It showed 87mg/dl and going up but she was 115mg/dl. The customer reported that she woke up with the pump suspended. She reported that in the last 15 minutes the pump went from 73mg/dl to 272mg/dl to 87mg/dl then to 96mg/dl. She calibrated with the 115mg/dl blood glucose levels. The customer reported that the suspend did not last longer than 2 hours. She stated that the history does not show the suspend, but it was on the screen when the call began. The customer will monitor and call back if needed. The customer was assisted in clearing alarm and restarting basal. The alarm history showed had sensor glucose of 272mg/dl when her blood glucose was 242mg/dl. Previously she had a predicted low then after that she had a sensor glucose of 77mg/dl. She woke up with blood glucose of 115mg/dl. The customer¿s current sensor glucose was 103mg/dl with blood glucose of 156mg/dl. Blood glucose value from reported event was 156 mg/dl and sensor glucose was 103mg/dl. The sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose value of 77mg/dl. Threshold suspend limit in sensor settings was 60mg/dl. The sensor will not be returned for analysis.